Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached inside of the pt at 52,000 joules. Per the customer, the fiber cap was retrieved. The procedure was completed with turp. No pt injury was reported.